Manufacturer narrative:
After battery installation unit power up and display froze after count up followed by an unexpected constant tone, problem isolated to mother board. Unable to perform any test or verify unexpected restart alarm, e21, e13/a13 and battery out limit due to frozen screen. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had received watchdog timeout. Customer¿s blood glucose level was 130 mg/dl. Customer was able to successfully clear the battery out limit alarm due to insulin pump rest. Customer received request to rewind insulin pump. Customer was not able to complete insulin pump rewind. Troubleshooting was performed for insulin pump error. Customer was advised insulin pump will need to be replaced and to revert to back up plan. The insulin pump will be returned for analysis.